Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had dark brown colored urine. The patient's lactate dehydrogenase (ldh) was pending and there was questionable thrombus in the outflow graft. A review of the log files revealed an increase in pump powers from a baseline of around 5w to 6-7w starting around (B)(6) 2022 and continued to be elevated for the remainder of the log file. The pulsatility index (pi) values showed a decreasing trend over the course of the log files which was indicative of a possible thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the heartmate ii lvas and the reported elevated ldh, elevated pump powers, and suspected thrombus could not be conclusively established through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted log files for review. Analysis of the submitted log files revealed transient power elevations up to 10.6 watts were recorded throughout the log file on 21dec2022, 22dec2022, 24dec2022, and 28dec2022. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events no further information was provided. The manufacturer is closing the file on this event.